Manufacturer narrative:
Device has been discarded.

Event description:
It was reported that a vlift expander fractured during implant placement. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was discarded. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. The vlift surgical technique emphasizes that the expander should be perpendicular to the implant during assembly and insertion. If the implant is perpendicular to the expander, this should prevent excessive cantilever loads. While rare, intraoperative fracture or breakage of instruments can occur . Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, disposal attention. Instruments must be examined for wear or damage prior to surgery and after sterilization. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Potential causes include: normal wear of device due to age/ excessive use, excess impaction during implant placement, etc.

Event description:
It was reported that a vlift expander fractured during implant placement. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.